Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon used dall-miles. The surgeon tried to wind a cable on a bone and tighten it up by single side tensioner. However, the single side tensioner couldn't tighten up a cable. Therefore the surgeon changed the tensioner to another tensioner.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding the inability to tighten a cable through the tensioner involving a dall miles tensioner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
During surgery, the surgeon used dall-miles. The surgeon tried to wind a cable on a bone and tighten it up by single side tensioner. However, the single side tensioner couldn't tighten up a cable. Therefore the surgeon changed the tensioner to another tensioner.